Event description:
Customer reported that when flushing the needles slide so far away from the port that there is a risk of extravasation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of infusion sets coming out of implanted ports during infusion is inconclusive as the original product sample was not returned. Three sealed 22 g 0.75 in. Safestep infusion set packages were returned for evaluation. An initial visual observation showed all of the packages were returned sealed. The packages were opened, and the samples removed and inspected; however, no damage or defect was observed on the returned samples, and each were found to function as expected. While no issues were found on the returned seal samples, the product involved in the original event was not returned for evaluation. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that when flushing the needles slide so far away from the port that there is a risk of extravasation. No other information was provided.